Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited backup vvi operation after attempting a cybersecurity upgrade and the patient experienced muscle stimulation. Also noted were high thresholds. The patient had an escape rhythm in the low 40s but was not pre-syncopal. After the device software was downloaded, normal device function resumed. The patient no longer felt symptoms after the device was programmed to bipolar mode.